Event description:
It was reported that the patient claimed to simply flex his knee up and put it back down. Surgeon revised constrained poly liner and 28mm +12 lfit head. Implanted new constrained liner and 28mm +8mm lfit head. At implantation hip was very stable. Patient has had a history of chronic dislocations in past.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6). An event regarding dislocation involving a metal head and a trident liner ((B)(4)) was reported. The event was confirmed. The head was returned assembled with the uhr universal head. It was unremarkable. The material analysis report concluded that: it is not possible to determine if the damage observed on the rim of the constrained insert was caused pre or post the reported dislocation. There was no evidence of material or manufacturing defects observed on the examined devices. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as, pre- and further post-op xrays, patient history & follow-up notes are needed to investigate this event further.

Event description:
It was reported that the patient claimed to simply flex his knee up and put it back down. Surgeon revised constrained poly liner and 28mm +12 lfit head. Implanted new constrained liner and 28mm +8mm lfit head. At implantation hip was very stable. Patient has had a history of chronic dislocations in past.